Event description:
Pt reported experiencing elevated blood glucose (>600 mg/dl) for which they were treated at a hosp ER - treatment received: insulin and IV fluids. Pt experienced nausea and vomiting. Pt was admitted to hosp for observation and was still in hosp at time of report.